Event description:
It was reported "PICC line reportedly leaking from near end cap on purple port and cap, changed cap and made sure on tightly, but still noted leaking near port. No leaking was noted when port flushed directly with no cap. No other issue noted with PICC." Additional information received 04/26/2022: PICC line placed by PICC nurse as ordered and noted that it was leaking around cap on the purple port. PICC nurse did not have the different type of caps with her that were effective in correcting this issue, so a pigtail extension was placed which corrected the issue. Double lumen PICC - bard". After insertion when flushing: was the catheter fracture internal to the patient or external? External. What was infusion when the leak was discovered? Normal saline flush. Any patient symptoms related to fluid leak? No. Was the catheter removed? Was a new catheter placed? No. What type of catheter securement was utilized? Statlock device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.